Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the middle portion measuring 40.0cm was returned for analysis. Internal insulation abrasion was noted at 2.1-6.1cm and 8.0-8.2cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 2.6-7.1cm from the distal end of the svc shock coil. The etfe coating was abraded at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.